Event description:
It was reported that a patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2008 and a sling was implanted. It is unknown which date the mesh was implanted on. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that following insertion the patient experienced pain, urinary problems, and bowel problems. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2005 for mesh and concurrently mesh was implanted with diagnostic cystoscopy and posterior colporrhaphy. It was reported that patient underwent a surgical procedure for imp and mesh revision/removal on (B)(6) 2008 concurrently with, posterior colporrhaphy, sacrospinal ligament fixation, repair of enterocele, and diagnostic cystoscopy, due to abdominal and perirectal pain, stress urinary incontinence and rectocele. It was reported that the patient underwent cystoscopy on (B)(6) 2012; the bladder appeared normal, there were no lesions, foreign bodies or other abnormalities noted. It was reported that patient underwent anterior mesh removal on (B)(6) 2013 due to continued pain.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, a rectocele, and severe pain. This is one of four medwatches being submitted. See also medwatches 2210968-2012-02093, 2210968-2012-02094, and 2210968-2012-02095. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding, incontinence, bacterial vaginosis, atrophic vaginitis, vaginal discharge with odor, vaginal itching, bladder infection, vaginal dryness, and discomfort.

Event description:
It was reported that following insertion the patient experienced vaginal bleeding, incontinence, bacterial vaginosis, atrophic vaginitis, vaginal discharge with odor, vaginal itching, bladder infection, vaginal dryness, and discomfort.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatches 2210968-2012-02093, 2210968-2012-02094, and 2210968-2012-02095. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.